Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (B)(6) experienced a cerebrospinal fluid (csf) leak during a procedure to replace a lead. The procedure was abandoned and the physician performed a blood patch. The patient experienced a postoperative headache which resolved the following morning.